Event description:
It was reported that the pump stopped working in the middle of a continuous heparin. The pump stopped running and displayed an error to turn the pump off and on, and if that did not work, to take the pump out of service. The patient was on a continuous heparin drip due to a large deep vein thrombosis or blood clots. A new pump was obtained. There was a delay of 30 minutes, and the effect of the delay was that the partial thromboplastin time (ptt) was untherapeutic on the next level. There was patient involvement, and no harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.